Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed "connect electrodes" when attached to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed "connect electrodes" when attached to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.